Manufacturer narrative:
Concomitant: product ID 309328, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID neu_unknown_ext, product type extension. Lead explant date is an approximation. (B)(4).

Event description:
It was reported that about a little less than a month prior to the date of the report, the patient was ¿unwell¿ and returned to the hospital. They had pus coming from the extension on the contralateral side. The area was swabbed and the organism cultured was a staphylococcus aureus. An infection at the extension and of the tined lead was noted. The kit was explanted and the antibiotics were administered. There were no complaints regarding the kit. The patient later recovered from the infection. No further information was reported. A follow up report will be sent if additional information is received.